Event description:
Patient reported left side "two enlarged lymph nodes in the left axillary region and under the left pectoral muscle near the axillary region", "effusion or fluid around implants", and "exchange of textured devices due to product concern". Patient also reported "fell and hit their right side and experienced pain" and is not device related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and seroma-late.